Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:305613, batch#:4158921. Verbatim: lot # on box does not match lot # on product. Also, the catalog # is 515031 but that is not a choice in pir so this pir does not describe the correct product. I verified that these boxes were unopened and that mixed assays had not been placed in the box. Lot # on box is 4179619 lot # on assay package is 4158921.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4). And the complaint will be cancelled. The associated MDR will be void.

Event description:
No additional information.